Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that one day after implant, the right ventricular (rv) lead impedance jumped to 5000 ohms causing a polarity switch from bipolar to unipolar. It was later reported that the rv lead pin was not fully inserted into the device header. The lead remains in use. No patient complications have been reported as a result of this event.